Event description:
It was reported that the device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis, and an internal battery anomaly was found to cause the premature battery depletion.